Event description:
When attempting to insert the agility guidewire into the noncordis sl10 microcatheter hub, it was reported that the product became disintegrated. With additional follow-up it was indicated that the distal tip coating appeared frayed/split/torn. There is no other info available regarding this event.

Manufacturer narrative:
The pt was not returned for analysis and the lot number is not known; therefore, a device history record review cannot be completed. Based on the limited info and without the return of the product for analysis, no conclusion can be made regarding the reported distal guidewire tip damage.